Event description:
A surgeon provided pt data with a request for analysis assistance. Upon reviewing the pt data, one pt was found to have a decrease of 2 lines bcva in the right eye at the one month post-op exam. Additional information has been requested.

Manufacturer narrative:
A surgery database performance verification was conducted on this system and indicated the laser performance factors analyzed were operating within specification during this pt's surgery.